Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a distributor via sems (B)(4) that an ar-8737-37 bone reduction forceps driver tip broke inside the screw. This occurred during a procedure while drilling the talus to the correct depth of the screw. While finishing the insertion, the driver tip broke inside the screw. The fragment was retrieved.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is wear and tear of the device. The manufacturing date is 02-sep-2022. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.